Event description:
The patient reported through a manufacturer representative that they had fallen over and had not felt any stimulation since that time. It was stated that the strength of the stimulation and the type of program did not change from before the fall; stimulation was on, but only the sensation of being stimulated that was felt before the fall was not felt. There was no known error or device malfunction. The patient was advised to have a medical consultation at the hospital. It was later noted that when the output power was increased that the patient felt stimulation without problems and the issue was resolved. The cause of the patient¿s loss of stimulation following a fall was asked, but unable to be obtained. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.